Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that during procedure the implant mount (tsvtb13) was not properly attached to the implant; therefore, the implant fell when attempting to transport to osteotomy. Procedure was completed. Tooth location 11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The imp,tsv,3.7,13,mtx,mg (tsvtb13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported product was located on tooth # 11 and remains implanted following the event. The customer has not provided additional images of the product. DHR review was completed for the subject lot number 1218544. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The implant assembly was reviewed and all inspected product was noted to pass. Complaint history review was performed for the reported lot number (1218544) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (disengaged mount) or product (tsvtb13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.